Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that an issue occurred with syringes. The customer reports that the side of the syringe barrel appears to be misshaped so when the plunger is pushed past this defect it does not seal correctly, allowing contents to drip out around the plunger. The leak was coming from the barrel of the syringe while drawing up medications and administering medications. Issue was found during use with patients, no impact to the patients reported. The lot number and sample is not available because it was discarded.